Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother stated that the customer's blood glucose was low at about 47 mg/dl. Caller stated that she doesn't think it was an insulin pump issue. Caller stated that it was due to activity because the customer went to recess and then to physical education. Customer was treated at school with the nurse. Caller stated that the customer's most recent blood glucose was 350 mg/dl. Caller stated that she does not believe it is a pump issue as the customer was at a friend's house eating junk food.